Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional saffron anchor is captured under a separate report.

Event description:
According to the available information, upon inserting and deploying the first saffron anchor, the doctor tested the placement of it and it seemed secure. A second anchor was loaded into the saffron device, when the doctor went to place it, it would not deploy from the saffron tool. It seemed stuck in the device and pulled out when the saffron tool was removed from the patient's left side. At that same time, the doctor checked the first anchor placed on the patient's right side, and it came loose. There was a small amount of tissue in the anchor that pulled out. A new saffron tool was ultimately used, and the suture was switched from a zero pds [polydioxanone] to a 2.0 pds to successfully place an anchor into the right and left sacrospinous ligaments. The rest of the procedure was completed without issue.